Event description:
A malfunction alarm was reported by the customer, identified as malf 0, but no notable events were noted to occur prior. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support again if the malfunction code appeared again.